Event description:
It was reported to resmed (B)(4) that an astral device touchscreen display was switching between normal screen and white screen. There was no allegation that the patient's therapy was interrupted or that the device failed to provide appropriate ventilation. Ref MFR 3004604967-2014-00042.